Manufacturer narrative:
The information received indicated the mesh tore at the end of the case. It was concluded that the detachment of the mesh tear most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture and the mesh were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The curling of the mesh noted on the static end most likely occurred during removal of the sling after the dynamic suture detached. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a tear. The device tore at the end of the implant procedure. No other adverse patient effects were reported.

Event description:
According to available information, this device required replacement due to a tear. The device tore at the end of the implant procedure. No other adverse patient effects were reported.